Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was inaccurately delivering insulin and indicated that blood glucose levels had been ranging from below 70 to over 250 mg/dl. Troubleshooting of the issue indicated that the pump basal deliveries matched the total daily dose basal and was as expected and the pump bolus totals matched with all boluses recorded in the pump history as programmed. This complaint is being reported because the reported issue was not resolved with troubleshooting. The reported blood glucose levels do not meet animas criteria for an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2014 with the following findings:a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump black box showed that a loss of prime occurred on 04/10/2014 followed by a pump reboot and then a pump prime step; the black box showed that the pump emitted another loss of prime which was confirmed multiple times however the delivery was not resumed after the pump alarm. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.